Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to pain with stimulation and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 24, 2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on june 21, 2023.